Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Since a sulu was not received with the instrument a pmv representative sulu was used for functional evaluation. The sulu was loaded into the instrument and cycled with acceptable results. However, the interlock feature remains engaged until the sulu is loaded properly. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The device only fired once and handle jammed on the second attempt. Not in patient at the time of jamming. There could not have been patient injury or blood lose as a result. To complete the procedure, another device was used. No patient injury or extension in surgical time.